Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest reported blood glucose of 350, and described algorithm challenges and lifestyle fit considerations; internal review referenced potential inconsistent or missed meal announcements as a contributing factor, and no multiple daily injection therapy was used for correction. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alarms, and completion of troubleshooting and education. Investigation included customer interview and review of available device and software data. Investigation of this case revealed no device malfunction and identified user-related factors, including potential inconsistent meal announcements, as plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.